Event description:
The pump was set to infuse a 150ml bag of morphine at 1ml/hr. It infused 150ml in less than 3 hrs. Pt expired. The pt involved was in end-stage renal failure, and was being dialyzed while receiving a morphine drip. The hosp biomed. Was able to run a preliminary accuracy test at 1ml/hr for one hour, and the pump passed. The hosp biomed. Wants to perform a 15-hour test, but the pump was taken and being held by the medical examiner. The pump was to be sent to a third party for eval.